Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin was squirting during manual prime process. The customer stated that the insulin pump was not dropped or bumped. The customer also stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test,unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected compromised force sensor system alarm noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.